Manufacturer narrative:
Other, other text: device evaluation: one cadd cassette reservoirs was returned for analysis. The sample was received in used and decontaminated condition without its original packaging. The sample was visually inspected, at a distance of 12? To 24? And normal conditions of illumination and no discrepancies were detected. Functional testing performed by using a syringe to infuse water into the cassette bag and a small leak occurred in the pump tube where the medication intended to be filled, in this case the water drop was appreciated. The customer reported problem was confirmed. According to the investigation, the root cause of the reported issues and investigation and corrective actions will be performed. The problem source of the reported problem is user unknown.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cassettes was leaking near the hooks where it attaches to the pump. The cassette had to be replaced as a result. No patient injury or complications were reported in relation to this event.